Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device was unable to power on and could not obtain measurements. Internal inspection showed the black cable connecting the battery was disconnected and the flex cable connecting the (ui) to the circuit board was damaged. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the unit randomly turns on and off. No patient impact or consequences were reported.